Event description:
The surgeon reported that during the phacoemulsification phase of a cataract surgery, he observed and removed a piece of 'glass' from the patient's right eye. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).